Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the customer's truespan menical repair peek 12 degree did not deploy the first implant. The trigger could not be pulled to advance the implant. The sales rep stated that nothing remained in the patient. The case was completed with another like-device with no patient harm, but a five minute delay to open a new device. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and evaluated. The label was also returned, providing confirmation of product code, and lot number. Visually the silicone sleeve, stop tube, and both implants were disassembled from the device. The silicone sleeve was severely cut. The stop tube also had a cut. The observed cuts in the device components could¿ve been from the user, however that cannot be determined. Both implants were intact and linked together with the suture, no anomalies were found on the implants. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard, indicating the pusher rod by itself was functional. Due to the current condition to the device we cannot discern a possible root cause for the reported failure. Therefore, this complaint is not confirmed. A non-conformance search was performed for this part 228151, lot l344758 combination and no nonconformances were identified. Furthermore, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).